Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred and the customer did not resume insulin delivery. Blood glucose (bg) and ketones were high. Insulin injections were administered. Customer went to the emergency room and was admitted to the hospital. Healthcare professional identified ketone level to be dangerous. Insulin drip was administered. Elevated bg/dka were resolved. Customer was discharged on (B)(6) 2018. As the event occurred in the past, a cause of the occlusions could not be determined.